Event description:
It was reported that the lead was placed in a patient for the purpose of intraoperative test stimulation. High, out of range impedances were observed for the lead and the test stimulation was not completed. The lead was replaced and the procedure completed successfully. There was no patient injury or death. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical device: product ID: 3877-45, product type: lead. (B)(4).